Manufacturer narrative:
The permanent cautery spatula (pcs) instrument has not been received for failure analysis evaluation. Note: a review of the an image provided by the customer was performed. The image shows a pcs instrument with a broken proximal clevis ear.

Event description:
It was reported that during a da vinci assisted benign hysterectomy procedure, a small piece (fragment) broke off from the hinge around the wrist of the permanent cautery spatula (pcs) instrument. A post-operative x-ray was taken before transferring the patient to the post-anesthesia care unit (pacu). The patient's cavity was examined thoroughly and no fragments were found by the radiologist, operating room staff and surgeon. The procedure was completed with delay for an hour due to extended surgery time/ anesthesia time.